Event description:
Initial info received from a consumer on 03-nov-2009: a female who had a bike accident and lost a lot of tissue on her chin received one treatment of an unk amount of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unk] along with a fraxel treatment in 2007, she reported having a huge nodule in her chin that gives a bumpy appearance. She can feel the edges all the way around, and the nodule is bigger than a dime. She also reported that the dermatologist injected a little bit of poly-l-lactic acid by her eye and she has a little nodule there as well. She stated that she has been to a plastic surgeon to see if he could fix it, but he said that the nodule is completely integrated into the skin and cannot be cut out. Additional medical history and concomitant medications were not provided. No further relevant info reported. Additional info for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unk,) from product technical complaint report dated 04-nov-2009, received on 12-nov-2009: conclusion: pending.

Manufacturer narrative:
Device qc performed.